Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient had been on group b for forever and about 3 days ago when they went to adjust their intensity, they got settings not available. The patient could decrease their intensity but not increase. Patient just switched to c. Patient verified they had no recent falls or traumas. The patient was redirected to their healthcare provider to further address the issue. Patient services emailed local reps. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had an impedance issue. Rep met with the patient and ran an impedance check. Rep then reprogrammed their system around the impedances. Issue was resolved. The provided information has been confirmed with the physician/account. Additional information was received from a manufacturer representative (rep). The rep reported that the impedances were high, effective therapy was reestablished. Cause is unknown. Pt says they met with and they were able to resolve the settings not available issue, and then a week and a half ago it started happening again. Emailed local reps again asking them to call the patient. Patient called and stated he haven't heard back from anyone. Patient stated he has an appointment tomorrow on (B)(6) 2023 at 9:30 am at the hcp's office and like if someone could meet him at his apt to clear the message, settings not available, cannot provide your desire intensity. Ps re-opened case and sent email to local reps. Patient reported that a few months back they had their stimulator adjusted and patient stated they usually use group b. Patient mentioned the medtronic representative said most of the leads on channel b were broken/spotty. Patient said the representative put them on group c which didn't give them the relief that they had in group b. Patient asked what the procedure was for fixing the leads.